Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a missing set screw. (B)(4).

Event description:
It was reported that during the implant procedure the implantable cardioverter defibrillator (ICD) failed to properly engage the right ventricular (rv) lead due to a connection issue within the header, resulting in intermittent capture. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.